Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with x-rays received. There is eccentric position of the prosthetic femoral head within the acetabular cup reflecting liner wear. There is perioprosthetic lucency along the proximal femur and acetabulum that contains osseous trabeculae and is more consistent with ostepoenia in part due to stress shielding than osteolysis. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the 411 group that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.